Event description:
It was reported that during the installation of a new cs300 intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse) observed that the iabp's display was not working. The display was coming on for fraction of seconds and the iabp unit gave a continuous alarm after a few seconds. This is an out-of-box (oob) failure. The timer was working in this condition. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The nrc received the dss datasette from the supplier. The supplier verified the reported failure. They verified that u1 was causing the failure . After removing u1, they found some of the lands and traces under u1 were corroded and could not be repaired. The nrc scrapped the dss datasette and retaining per procedure.

Manufacturer narrative:
The suspected faulty dss datasette was returned to getinge's national repair center (nrc) for evaluation. A senior repair technician evaluated the dss datasette and no visual damaged was observed. The senior repair technician then installed the dss datasette into the cs300 test fixture and tested to factory specification per cardiosave service manual. The dss datasette failed testing and the reported failure was verified. The iabp gave an audio alarm with no display or power up. The dss datasette will be sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that during the installation of a new cs300 intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse) observed that the iabp's display was not working. The display was coming on for fraction of seconds and the iabp unit gave a continuous alarm after a few seconds. This is an out-of-box (oob) failure. The timer was working in this condition. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge representative has advised that evaluation of the iabp was performed by a getinge field service engineer (fse), and it was found that one of the datasettes was defective. However, the fse replaced both datasettes to rectify the problem, and the iabp was released to the customer and cleared for clinical use. The datasette will be returned to mahwah for failure analysis, and a supplemental report will be submitted upon completion of this evaluation.

Event description:
It was reported that during the installation of a new cs300 intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse) observed that the iabp's display was not working. The display was coming on for fraction of seconds and the iabp unit gave a continuous alarm after a few seconds. This is an out-of-box (oob) failure. The timer was working in this condition. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly when it becomes available. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during the installation of a new cs300 intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse) observed that the iabp's display was not working. The display was coming on for fraction of seconds and the iabp unit gave a continuous alarm after a few seconds. This is an out-of-box (oob) failure. The timer was working in this condition. There was no patient involvement, and there was no adverse event reported.